Event description:
Additional information received indicated patients anemia was multifactorial from blood loss in surgery, iron deficiency, and chronic disease.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 days. Manufacturers investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient experienced post-operative blood loss/anemia on (B)(6) 2018. The patient was treated transfused with 2 units of packed red blood cells and IV iron for 5 days and the issue reportedly resolved. The patient remains ongoing on vad support and no further related issues have been reported. The hm3 IFU bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient experienced post operative blood loss anemia and was given 2 units of packed red blood cells (prbcs) and intravenous (IV) iron over 5 days.